Manufacturer narrative:
The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. The reported device was not returned as it remains implanted; therefore, a physical as well as a functional evaluation could not be performed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Information available indicated the coil was confirmed to be in good condition prior to use and was prepared as per dfu instructions. The patients anatomy was tortuous and a virtus microcatheter with a 0.022inch inner diameter was used. Per the target directions for use (dfu): "target coils are compatible with stryker 2-tip marker microcatheters (min. Internal diameter 0.0160 in [0.41 mm]): excelsior sl-10, 2-tip marker (internal diameter 0.0165 in [0.42 mm]) microcatheter, tracker excel-14, 2-tip marker (internal diameter 0.017 in [0.43 mm]) microcatheter, excelsior 1018, 2-tip marker (internal diameter 0.019 in [0.48 mm]) microcatheter". However, while this is the case, it cannot be identified as the primary cause or contributor factor of the reported issue because the anatomy was tortuous and because another coil had been successfully placed prior to this coil. Because a definitive cause could not be determined following review and analysis of available information and because the product was not returned the cause of the event cannot be determined.

Event description:
It was reported that the coil became stuck at the tip of the microcatheter and it detached prematurely. The physician pushed the coil with the guidewire and placed it in the intended area of treatment. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the coil became stuck at the tip of the microcatheter and it detached prematurely. The physician pushed the coil with the guidewire and placed it in the intended area of treatment. There were no reported clinical consequences to the patient.